Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was received a broken force sensor was detected during seating or regular delivery alarm as well as frozen display and power loss alarm. Customer¿s blood glucose level was 219 mg/dl. Customer reported that they were not able to clear the insulin pump error and power loss alarm. Customer stated that the monitoring the insulin pump for 2 hours and frozen display reoccurred. Customer was advised to the insulin pump will need to be replaced and to revert to back up plan. Customer troubleshooting was performed. The insulin pump will be returned for analysis.